Manufacturer narrative:
The manufacturer is attempting to acquire the explanted pump for analysis. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with biventricular support (pvad lvad and pvad rvad). Approximately 19 days post implant, it was reported that during a flash test a fibrin deposition was found in the rvad. Approximately 2 days later, a fibrin deposition was found in the lvad (reference MFR report 2916596-2014-00882). It was also reported that no issues were seen with the filling of the pumps and the hospital team continued to manage the patient. Additional information received indicated that the patient was transplanted on (B)(6), 2014.